Event description:
Tpn (total parenteral nutrition) tubing at y site appears to be dripping when tubing moved around at 0800 (beginning of shift). Provider notified of leaking tpn; clear fluids ordered. New ivf hung at 1015, tpn tubing given to quality and safety nurse.